Manufacturer narrative:
(B)(4).

Event description:
Patient's relative contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient's relative did not report any injury or medical intervention.